Event description:
New information received indicated that the device was explanted and replaced. No adverse health consequences to the patient occurred prior to and during the replacement procedure. After the replacement, the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the remaining capacity up to eri was 22% and the battery longevity was 2.2 years. On (B)(6) 2020, the remaining capacity up to eri was 1% and the battery longevity was less than 3 months till eri. Device replacement was scheduled. Possible premature battery depletion was suspected. There were no adverse health consequences due to the patient.